Event description:
It was reported that the patient underwent a bilateral discovery humerus and ulnar bearing procedure on the right side on (B)(6) 2005, and the left side on (B)(6) 2006. Subsequently, the patient was revised on the right side (B)(6) 2012 due to osteolysis and distal humerus fracture.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, "material sensitivity reactions, and number 3 states: "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is number 1 of 3 mdrs filed for the same event (reference 0001825034-2013-00607/00609).